Event description:
It was reported that a patient presented with inappropriate shocks due to incorrect interpretation of signal. Programming changes were made. No information regarding adverse patient consequences was reported.

Manufacturer narrative:
Please note: the source of this event was obtained from a literature review journal titled as follows: inappropriate defibrillator discharge despite evident atrial flutter on stored device electrogram having significant rr variability ¿ what is the mechanism? Amit varshney, sanjeev s. Mukherjee, debabrata bera, amira shaik; dept of cardiology, rtiics, kolkata, india, dept of cardiology, aiims, kalyani, india. ¿UDI is not available as product information was not provided due to the nature of the source document. A literature review article as listed above".